Event description:
It has been reported that while in the cath lab the iab was inserted via a sheath in the pt's right femoral artery. The fiberoptix sensor was not recognized and there was no description of the "service" because the console defaulted to use the fluid filled transducer. As a result, the intra-aortic balloon catheter (iab) was removed from the pt and another iab was inserted via the opposite site; the pt's left femoral artery. There was a reported two (2) minute delay / interruption in intra-aortic balloon pump (iabp) therapy. The delay / interruption did not cause harm to the pt. There were no reported pt complications, injury, or death. Medical/surgical intervention was not required. The pt outcome is good. X-rays were performed, but are not available for review.

Manufacturer narrative:
(B)(4).